Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior transforaminal lumbar fusion at t4-l4 to treat scoliosis. A year post-op it was found on films that the set screw at the most distal end of the construct on the left side migrated from the bone screw. No revision surgery is scheduled yet. No patient complications were reported.